Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer found a hole in the rinse mechanism tubing. The tubing was replaced. The customer ran qc successfully. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from 4 patients on a cobas 8000 c 702 module. The customer was prompted to repeat the samples due to critically low results. For sample 1, the initial ca result was 5.7 mg/dl. The repeat result from another c702 analyzer was 7.5 mg/dl. For sample 2, the initial ca result was 3.7 mg/dl. The repeat result from another c702 analyzer was 9.0 mg/dl. For sample 3, the initial ca result was 3.9 mg/dl. The repeat result from another c702 analyzer was 8.5 mg/dl. For sample 4, the initial ca result was 4.1 mg/dl. The repeat result from another c702 analyzer was 8.7 mg/dl. One of the samples was run on (B)(6) 2022 and the others were run on (B)(6) 2022. The customer did not know which samples were run on which dates. The repeat results were deemed correct. Two samples' initial results were reported outside of the laboratory but it is unknown which ones. Clarification was requested but not provided. The reagent lot and expiration date were requested but not provided.